Event description:
It was reported there was no telemetry on the device. It was also reported the programmer did not show any green lights. Follow up with the physician¿s office was conducted and it was disclosed the device was functioning normally. The device remains in use. The status of the programmer is not known. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).